Manufacturer narrative:
A final MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was reviewed and revealed the following: 23mm sapien 3 valve was implanted. The valve appears to be under-expanded; it is visible in the image a waste in the balloon. An atlas gold 24x40mm balloon was used to post-dilate the thv. The tee (transesophageal echocardiography) and fluoroscopy shows moderate intra-prosthetic valve regurgitation. In this case, the complaint for deployed valve exhibits central regurgitation was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (under-expansion, post-dilation) likely contributed to the event as the surgical valve was remodeled without fracture. Also, it was reported that after valve deployment due to 'thv under-expansion heart team decided to bvf with atlas gold 24 x 40 mm'. The shape of existing surgical valve at the landing zone may result in under deployment of the valve. The valve must be fully deployed for proper function. Furthermore, a post dilatation adding +3cc was performed, the increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our thailand affiliates, a 23mm sapien 3 ultra transcatheter heart valve was implanted within a degenerated 23mm non-edwards aortic valve via transfemoral approach. During the procedure, an attempt was made to perform bioprosthetic valve fracture (bvf) using an atlas gold balloon of size 22x40mm, followed by a 24x40mm balloon. However, the index valve was remodeled without fracturing. Subsequently, the 23mm sapien 3 valve was implanted with a nominal volume, adding an additional 2 cc. The atlas gold 24x40mm balloon was then used for bvf as the transcatheter heart valve (thv) was under-expanded. There was 3+ regurgitation, and transesophageal echocardiography (tee) confirmed intra-valvular regurgitation. Post-dilation with a smaller balloon (22x40mm) to relieve leaflet stress from balloon compression was performed, but the aortic regurgitation persisted. The heart team decided to implant another 23mm sapien 3 ultra valve with an additional 2 cc, which was successful. The regurgitation was resolved with a mean gradient (mg) of 0 mmhg. The patient was transferred to the cardiac care unit (ccu) in stable condition.